Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was 600 mg/dl. The customer treated with a manual injection and a performed a complete set change. When she removed the original set, the cannula was straight and there was a little blood on it. The customer stated that fifty-five minutes later, she took her blood glucose again and it was over 600 mg/dl and she treated with another manual injection. The customer's blood glucose went down to 514 mg/dl, and she did not feel the need to go to the hospital. Nothing further was reported.